Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and confirmed a leak at reagent probe b; the cause of the leak was assigned to the collar wash valve. The fse replaced the valve to correct the leak. (B)(4).

Event description:
The customer reported to beckman coulter hotline support that their unicel dxc 800 pro synchron system was leaking from the reagent probe b collar wash. The leak was contained to the instrument. The operator wore gloves and a lab coat while operating the instrument. No erroneous results were generated.